Manufacturer narrative:
H3 : on further analysis it was found that the bearings and o-rings were worn out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the m5 handpiece was noisy and heating up. There was no patient impact. The event occured during set up, and the handpiece was being used less than a minute when the overheating was noticed. The device was being run at 3000 rpm, irrigation flow rate was 15 cc/min. The procedure was completed with a backup device.

Manufacturer narrative:
H3 : product analysis found that the customer's complaint could not be confirmed, the motor stalled. The motor was found corroded. The high-potential test failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.